Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high ise indirect gen.2 sodium result for one patient sample. The initial result was 153 mmol/l with a data flag and was reported outside of the laboratory. The doctor questioned the result and the same aliquot of the sample was repeated with a result of 156 mmol/l with a data flag. The primary sample tube was repeated and the result was 142 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. Quality control results were acceptable. The investigation was unable to find a definitive root cause.